Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During a case study, it was discovered that the device, 531525, smartnail diameter 1.5 x 25mm, was used for a trauma, bone fracture procedure of the left femur on an unknown date. The report states that no bracing was used after the initial surgery and that bone quality was normal. It was reported ¿osteophytes and arthrosis (medial) prescribed unloading brace, smartnails in position post-operatively, required 2nd surgery¿ in a follow up visit it was reported that chondropathy fragment healed. This report is being raised on the basis of injury due to secondary surgery for osteophytes being required.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review could not be performed since a lot number was not provided. A review of the device history record could not be performed since a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: until healing is complete, all fixation achieved with this device should be considered as only temporary and may not withstand weight bearing or other unsupported stress. Premature bending, loosening, fracture or migration of the nails may result from early stress and activity. Appropriate immobilization/controlled mobilization should be used until clinical determination of healing. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During a case study, it was discovered that the device, 531525, smartnail diameter 1.5 x 25mm, was used for a trauma, bone fracture procedure of the left femur on an unknown date. The report states that no bracing was used after the initial surgery and that bone quality was normal. It was reported ¿osteophytes and arthrosis (medial) prescribed unloading brace, smartnails in position post-operatively, required 2nd surgery¿ in a follow up visit it was reported that chondropathy fragment healed. This report is being raised on the basis of injury due to secondary surgery for osteophytes being required.